Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this malfunction with the customer over the telephone, and suggested swapping the displays. If, after the replacement, the display still not functioning properly, the tse recommended to replacing the graphical user interface (gui) central processing unit (cpu). Information about repair is not available.

Event description:
It was reported that, the ventilator generated an erratic display. There was no patient involvement.